Event description:
A 4mm punch for skin punch biopsies left very small shiny metal shards on the punched specimin but not in the patient. The fragments appeared to have been on the inside of the 4mm round punch. There was no rust and the packaging was well sealed, no signs of damage or mishandling. No other punches from this box have shown this problem. Occasionally, a gray ring will be seen on the edge of the specimin as though metal powder is rubbed off the blade onto the specimen. The outside ot the punches are always clean and shiny but the side that is ground sharp appears to be the inside. I feel the punches should be cleaned more on the inside. Brand: fray products corp. Buffalo. Ny. Their catalog #bp40, box of 25. The lot number was torn off in standard opening of box. Box was not damaged and sterility pouch was intact. No harm to the patient.